Event description:
It was reported that this right ventricular (rv) lead was explanted due to multiple dislodgements after implant. According to the field representative, the patient required a lot of slack that was not given previously, due to the anatomy of the patient, but the physician decided to replace the lead anyways. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Visual inspection showed a deformed conductor likely due to explant damage. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to multiple dislodgements after implant. According to the field representative, the patient required a lot of slack that was not given previously, due to the anatomy of the patient, but the physician decided to replace the lead anyways. No additional adverse patient effects were reported.